Manufacturer narrative:
The associated sureshot targeter was not returned for evaluation. The device was manufactured in 2016. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. As the device was not made available, smith and nephew has been unable to conduct a functional evaluation to confirm the stated failure. Without the return of the actual product involved, our investigation of this report is inconclusive. When having complications with a sureshot device, we encourage you to refer to user manual (B)(4) for trouble shooting suggestions. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, this complaint will be reopened and reevaluated.

Event description:
It was reported that during procedure instrument presented a centering problem of the nail hole. System does not calibrate. No delay reported. No revision surgery performed. No backup available. No injury or impact to patient reported yet.